Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use the touch panel of the subject device was not functioned. Olympus (B)(4) checked the subject device and found that no image was displayed on the touch panel and the video signal only output color bar image due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the accidental failure of the components of the electrical circuit board. If additional information becomes available, this report will be supplemented.